Event description:
It was reported that a patient (pt) experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique was further described as the attendant performed capd (continuous ambulatory peritoneal dialysis) without proper care and training from the clinical coordinator. On the same day, the pt was hospitalized for the peritonitis event. On an unreported date, the pt was treated with injection vancogen (1 gram ip; frequency not reported) and pepracin (dose, frequency and route not reported) for peritonitis. On an unreported date, the pt was discharged from the hospital. On an unreported date, the pt's pd fluid was found to be clear and the pt recovered from the event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.